Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of cutter occurred, resulting in poor aspiration and cutting of the cutter during the surgery. The procedure type was unknown. The surgery was completed on the same day after replacing the product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a bubble bag with a tray label was received. The sample was visually inspected and found to be nonconforming with white foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. The probe engine was disassembled, and the components were inspected. Diaphragm and bottom o-ring are all intact. Short shot on the spacer observed when engine was disassembled. Top o-ring has outer diameter damage. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, short shot observed on the spacer and damaged was observed on the o-ring and cannot be ruled out for the actuation, aspiration and cut problems as reported. The returned sample functionally met specifications: however, non-conformances were completed for the short shot on spacer and damage observed on the o-ring. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).